Event description:
Prior to an unspecified procedure, a hole was found in the hub of the mach 1 guide catheter upon removal from the package. The procedure was completed using another of the same device. No pt injuries or complications were reported. Pt status listed as "okay."